Event description:
Ous MDR: multiple, non-sustained episodes were recorded due to oversensing. No explant date was provided and no mention of any sort of intervention. Device was not returned. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear. In particular at 31.5 cm proximal to the lead tip the lead body was found squeezed and deformed. In this region the insulation was damaged. This finding can be considered as the root cause of observed oversensing as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis demonstrated a deformed shock coil and a deformation of the fixation helix which most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.